Event description:
It was reported a patient experienced vomiting and received anti-tachycardia pacing for sinus tachycardia. Although this was delivered correctly according to programmed device settings, this triggered genuine ventricular tachycardia (vt). The vt was treated with shocks to restore sinus rhythm, but the device inappropriately detected this sinus rhythm in the vt zone and continued to deliver inappropriate shocks. Programming changes were made to restore normal parameters and the patient was recovering.